Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-8116-70 (B)(4). Description - artisan 2x8 paddle lead, 70 cm

Manufacturer narrative:
A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to lead migration the physician discovered through x-ray that the left paddle lead's contact #13 was connected but dislodged from the paddle. The physician decided not to explant the lead because despite the dislodged contact the patient was receiving good stimulation regardless of the non-functioning contact. The lead was repositioned and the patient was receiving good stimulation and was doing fine.

Event description:
A report was received that during a lead revision due to lead migration the physician discovered through x-ray that the left paddle lead's contact #13 was connected but dislodged from the paddle. The physician decided not to explant the lead because despite the dislodged contact the patient was receiving good stimulation regardless of the non-functioning contact. The lead was repositioned and the patient was receiving good stimulation and was doing fine.